Event description:
"The pt had a plf from l1-l5 for lumbar canal stenosis in 2002. And in 2006, when the pt came to the hosp as an out-pt for periodical check-up, it was found that t12/l1 was having a thoracic kyphosis due to an adjacent-segment disease just above t12 which was resulting in the rod fracture."